Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that there were large air bubbles and gaps in the infusion set tubing. The customer's blood glucose (bg) level was 350 mg/dl with small/trace ketones and the bg level was addressed with a bolus via an alternate pump. The customer successfully primed out the air; however, the customer changed the cartridge to address the occlusion alarm. Reportedly, insulin delivery was resumed.